Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned..

Event description:
It was reported that an intermittent malfunction alarm occurred. The customer continued to use the current pump for insulin therapy, and a replacement pump was sent. The customer¿s blood glucose level was 110 mg/dl.